Event description:
It was reported that the device only worked on battery power. It was unknown how the issue was found, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Previous report's h10 should have stated below: the service engineer (se) inspected the device, and determined that the issue was caused by a power cable. The se replaced the ac power cable to resolve the issue. The battery was allowed by completely charge, and a function check was performed. The device was returned to service.

Manufacturer narrative:
The service engineer (se) inspected the device, and determined that the issue was caused by a power cable.